Event description:
Reported by the patient as: "a few weeks ago, I had an excruciating pain in my abdomen. My lap-band has come apart. This was diagnosed by fluoroscopy." Follow-up with the physician in progress.

Manufacturer narrative:
Taper ii. The product associated with this report was not returned to allergan as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number. Pain is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included:...abdominal pain. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."